Event description:
The customer contacted physio-control to report that their device switched off several times while it was used to take nibp measurements. No information was provided regarding patient use being associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.